Event description:
It was reported by the rep that the device was used during a thoracoscopy. It was reported the surgeon said that each of the three devices being returned fired without a problem on the first firing. The first device which is not identified, it was noted that the anvil was detached when the surgeon went to open jaws and place on the tissue after the first reload was put in. On the second device and third device he said it may have been on the second or third firing but that the same thing happened. The anvil became detached from the stapler. The scrub nurse that was in the case said that there was a lot of manipulation. There was no consequence to the patient.